Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via manufacturer representative regarding a patient receiving gablofen [2000 mcg/ml] at a rate of 1198.3 mcg/day via intrathecal drug delivery pump for intractable spasticity and cerebral palsy. It was reported that the expected residual volume was 7.4 milliliters (ml) and the actual was 14 ml. The patient had previously had a dye study. The root cause for the volume discrepancy was not determined, no further troubleshooting was performed, and there were no further actions/interventions taken to resolve the issue.